Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 21-jan-2021. The most recent information was received on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods that can last 12 days') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), syncope ("fainting (resembling a stroke), it happened three times"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("lack of concentration in my actions and in what I have to do") and was found to have weight increased ("recent weight gain"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, amnesia, disturbance in attention and weight increased had not resolved and the syncope outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, fatigue, menorrhagia, syncope and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods that can last 12 days') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), syncope ("fainting (resembling a stroke), it happened three times"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("lack of concentration in my actions and in what I have to do") and was found to have weight increased ("recent weight gain"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, amnesia, disturbance in attention and weight increased had not resolved and the syncope outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, fatigue, menorrhagia, syncope and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.